Event description:
It was reported that the patient underwent a revision procedure to replace the implantable pulse generator (ipg) due to the ipg not being able to charge. The patient is doing well postoperatively and has recovered.

Manufacturer narrative:
The returned db-1200, sn (B)(6), ipg was analyzed and revealed that the device measured 3.709 volts and was fully charged in one cycle. A review of the patients data found that the battery depletion rate was within the expected range. The device passed the functional test and an electrical test revealed found no anomalies. Review of the device's manufacturing documentation confirmed that this ipg passed all required specifications and testing prior to being released for distribution/sale. It was reported that the patients ipg was not able to be charged. Based on the results of the laboratory testing and available information, engineers concluded that the devices battery depletion rate was within the expected range. Laboratory analysis of the returned device did not reveal any anomalies. Therefore, a root cause could not definitively be determined, as there were no problems detected with analysis of the returned ipg.

Event description:
It was reported that the patient underwent a revision procedure to replace the implantable pulse generator (ipg) due to the ipg not being able to charge. The patient is doing well postoperatively and has recovered.